Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient present with early erosion and the cardiac resynchronization therapy defibrillator (crt-d) was visible through the skin. The crt-d system was explanted due to erosion with suspected pocket infection. Cultures were obtained and antibiotic treatment was provided. A new implantable cardioverter defibrillator (ICD) system was implanted 4 days later. No further patient complications have been reported as a result of this event.